Event description:
Complainant alleged that the clinicians were attempting to pace a male patient (age unknown) who was presenting a bradycardia heart rhythm. The device was set at 60 ppm and began at 20 ma, then increased incrementally up to 140ma, but the device displayed a "pacer lead off" message. The clinician checked the electrodes and all connections, but the device continued to display the same message. The clinicians then obtained another device to successfully pace the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The patient was sent to another facility and had a pacer implant installed.